Event description:
The customer reported that an alarm on the generator was sounding and the ligasure device was failing to seal. The customer was not able to confirm if the alarm that sounded was a regrasp alarm or end tone. They were also not able to describe that the evidence was that made the surgeon believe the device was failing to seal. A new device was used to finish the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.